Manufacturer narrative:
The lens was not returned for analysis; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. According to the surgeon, the patient developed striae and also missed the 4-week follow-up appointment. Based on the information available, the root cause of the reported event is most likely patient related as capsular striae is a consequence of capsular contraction syndrome causing the lens vault. This is report 2 of 2 and pertains to the left eye.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed asymmetrical vault (z-syndrome) in both eyes post lens implant. Reportedly, both lenses could not be re-positioned before they were explanted and replaced with different model lenses. Patient had pre-existing condition described as ¿visually significant cataracts.¿ in the physician¿s opinion, the cause of the events was described as ¿capsular striae. Patient missed 4 week post-op check.¿ the patient current prognosis described as ¿patient is doing well after iol exchange. Prognosis is excellent.¿ this is report 2 of 2 and pertains to the left eye.